Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result for a male patient. The following results were provided: (customer provided reference range <35 ng/l for male) sid (B)(6) initial result = 154.4 ng/l, repeat results = 29.8 ng/l, 30.9 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did not identify an increase in complaint activity for the issue. Trending review did not identify any trends for the issue for the product. Device history record review for lot 65089ud00 did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 65089ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. The customer reported that there was an aspiration error initially before the elevated result. The sample was filtered, and a clot was observed before the retests were repeated. As per product labeling, for accurate results, plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, centrifuge at a relative centrifugal force (rcf) of 3,000 to 3,500 x g for 30 minutes before testing to ensure consistency in results. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I, lot 65089ud00. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result for a male patient. The following results were provided: (customer provided reference range <35 ng/l for male). Sid (B)(6) initial result = 154.4 ng/l, repeat results = 29.8 ng/l, 30.9 ng/l. No impact to patient management was reported.